Event description:
The customer stated that their meter read "lo" seven consecutive times. The pt actually felt like their readings should have been high. The customer took 30 units of lanlin and called an ambulance. Upon arrival, the ambulance crew received a reading around 500ml/dl while the customers meter still read "lo". They tested again an hr later and received a reading of about 300ml/dl and the customer's meter read 368mg/dl. The pt was not treated and did not go to the hosp. An attempt was made to test the meter over the phone but the customer refused. The customer was asked to return the meter for further evaluation and a replacement was provided.